Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unidentified pump alarm occurred. Customer declined to provide further information and declined tandem technical support's offer to troubleshoot. Customer was not using pump for insulin therapy at the time of the event. Customer's blood glucose was not impacted. Customer was using manual injections for insulin therapy.